Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11f20135 and h11e12019 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous consumer report from (B)(6) of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was patient made a mistake/touch contamination. Treatment information was not reported. The patient was not hospitalized. On an unreported date, the patient had recovered from the peritonitis. The outcome of the patient made a mistake/touch contamination was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided.